Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21456. The pt received two scs leads with the same lot number. It was reported the pt's ipg randomly turns on and off by itself. The pt stated she is unable to turn off stimulation at times using the programmer or magnet. This incident has been occurring for several months. Diagnostics revealed multiple low impedance on the scs lead. An x-ray is being considered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.